Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. 45 days post index procedure at the routine follow up, the checkup went "well". The patient then reported suffering a cva six (6) days after her 45 day follow up appointment. The patient is now on brilinta and aspirin medications. No further details are available at the time of this report.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
B5: information added. D1-d4: device information added.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. 45 days post index procedure at the routine follow up, the checkup went "well". The patient then reported suffering a cva six (6) days after her 45 day follow up appointment. The patient is now on brilinta and aspirin medications. No further details are available at the time of this report. It was further reported the patient symptoms at the time of the cva event was weakness and dizziness, and persisted for five (5) days. No interventions were performed to manage the stroke. A magnetic resonance imaging (MRI) scan was performed and showed ischemic cva. The patient was on aspirin and clopidogrel at the time of the event. It was further reported that the implanted device was a 31mm watchman flx pro closure device.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. 45 days post index procedure at the routine follow up, the checkup went "well". The patient then reported suffering a cva six (6) days after her 45 day follow up appointment. The patient is now on brilinta and aspirin medications. No further details are available at the time of this report. It was further reported the patient symptoms at the time of the cva event was weakness and dizziness and persisted for five (5) days. No interventions were performed to manage the stroke. A magnetic resonance imaging (MRI) scan was performed and showed ischemic cva. The patient was on aspirin and clopidogrel at the time of the event.

Manufacturer narrative:
B5: information added. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. H6 patient codes added: weakness and dizziness. H6 impact code added: imaging required.